Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead explant procedure. No device malfunction was suspected and patient was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, (B)(4).